Event description:
The customer reported via phone call that the insulin pump spattered insulin during the fill tubing process. The customer also reported that there were no numbers visible on the display. The customer stated that they pressed the act button repeatedly and received a loose motor support disk error alarm. It was confirmed that the drive support cap was loose. Blood glucose level was 152 mg/dl at the time of the incident. Customer was given a replacement pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor resistor during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.